Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the closure device was explanted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient had a follow up transesophageal echocardiogram (tee) procedure. The tee images showed a possible fracture of a strut on the frame of the closure device. The patient then underwent computed tomography (CT) imaging. The CT imaging showed that there was no fracture, but the closure device may be over compressed. There were no complications that occurred as a result of this event and the patient was taken off of their anticoagulation medication. 1.5 years post procedure the patient needed to have a maze procedure. During this procedure the laa of the patient was excised and the closure device was removed from the patient. There were no complications that occurred as a result of this event.

Manufacturer narrative:
A1 patient identifier, a2 date of birth, a2 age at time of event, a2 unit of measure - age, a3a sex, a3b gender were all updated. D1 brand name was corrected to watchman flx. D4 model number, d4 lot number, d4 catalog number, d4 expiration date, d4 unique identifier (UDI) # were all updated.

Event description:
It was reported that the closure device was explanted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient had a follow up transesophageal echocardiogram (tee) procedure. The tee images showed a possible fracture of a strut on the frame of the closure device. The patient then underwent computed tomography (CT) imaging. The CT imaging showed that there was no fracture, but the closure device may be over compressed. There were no complications that occurred as a result of this event and the patient was taken off of their anticoagulation medication. 1.5 years post procedure the patient needed to have a maze procedure. During this procedure the laa of the patient was excised and the closure device was removed from the patient. There were no complications that occurred as a result of this event.

Manufacturer narrative:
Device evaluation by MFR.: the returned device consisted of a watchman flx implant only in a jar of formalin. The delivery system was not returned. The device was over compressed, and there was tissue present in the device. The device was sent to pathology for analysis. Product analysis confirmed the reported event as the device was over compressed and explanted.

Event description:
It was reported that the closure device was explanted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient had a follow up transesophageal echocardiogram (tee) procedure. The tee images showed a possible fracture of a strut on the frame of the closure device. The patient then underwent computed tomography (CT) imaging. The CT imaging showed that there was no fracture, but the closure device may be over compressed. There were no complications that occurred as a result of this event and the patient was taken off of their anticoagulation medication. 1.5 years post procedure the patient needed to have a maze procedure. During this procedure the laa of the patient was excised and the closure device was removed from the patient. There were no complications that occurred as a result of this event.